Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2008 and performed successful self-tests up to 11th december 2008. The device records temperatures below the recommended standby temperature. The device fails multiple self-tests due to a low battery between january 2009 and april 2011. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2013 and (B)(4) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.